Event description:
Rn called to report seeing large amounts of blood in helium tubing and above alarm. She placed pump in standby and had not restarted. Ccl team members were called in to remove the balloon. Rn reports also seeing blood the entire length of the helium tubing into the safety disk. She also reports seeing blood in the autofill and crm drain port tubing. I advised her to disconnect the entire tubing from the pump and to tag the pump, do not use and send to biomed. Pump serial number is: (B)(4). She reports that the iab had been in the patient since (B)(6) and it was scheduled for removal this am. No adverse patient outcome reported. Pt is stable at this time. She states there were no other alarms. Asked rn to save iab catheter once removed for return for quality control. Ref voluntary report mw5029757.

Manufacturer narrative:
The product was not returned for evaluation. A review of the device history does not indicate any lot specific issues. (B)(4).